Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: initial reporter address 1: (B)(6). Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on (B)(6) 2023. The patient was enrolled into the hot axios prosthesis in real life conditions (realaxios) study. During the procedure, the stent was fully deployed; however, an endoluminal stent migration was noted. The axios stent was removed, and two pigtail plastic stents were placed. Multiple necrosectomy was also performed prior to completion of the procedure. There were no patient complications as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.